Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had gone into backup operation. The patient was brought into clinic. Reprogramming was performed, and the ICD was restored. Patient condition was stable.